Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, after a laparoscopic colectomy, patient returned to the hospital due to pain several times. On two separate occasions, endoscopic reoperations were performed due to staple line leaks. The leaks were about 3 mm in length, both along the same initial staple line. The leaks were fixed using clips. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.